Manufacturer narrative:
The insulin pump was received with no button response, problem isolated to keypad assembly. Unable to perform displacement test due to no button response. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
The customer reported via phone call that the keypad was not responsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response, problem isolated to keypad assembly. Unable to perform displacement test due to no button response. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.